Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was returned with the blade horizontally metal scrubbed. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. The device was disassembled to inspect internal components. Corrosion was found at the min hand activation dome and at the electrical trace. The corrosion is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. Due to the corrosion discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The device has been reprocessed the evidence that was found on the instrument was: horizontal metal scrubs on blade; corrosion at min hand activation dome; corrosion at electrical trace; corrosion at the insulation pin area.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off. The fallen piece didn't fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.